Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretching and material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Additionally, the separated portion of the guide wire was placed against the implanted stent. In this case, it was reported that the guide wire interacted with the implanted stent during removal, resulting in the reported difficult to remove. Manipulation of the device during its interaction with the stent likely resulted in the reported stretched coils and subsequent material separation (tip). The reported patient effect of myocardial infarction is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9- device available for evaluation updated from ¿no¿ to ¿yes¿.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in an atypical branch of the right coronary artery (rca) with tortuosity. A 2.25mm unspecified stent was implanted and a 2.25 mm unspecified balloon was used for post dilatation. After the procedure, the 190 ht bmw universal ii guide wire was being removed but became stuck on the struts of the stent. The guide wire was pulled; however, 2mm of the tip broke off and remained in the stent. After removal, the guide wire was extended and unraveled. An unspecified balloon catheter was used to place the tip of the guide wire in the stent and complete the procedure. It was noted that the patient developed an st elevated myocardial infarction; however, no additional treatment or medication was provided. There was a delay in the procedure and the patient was hospitalized. No additional information was provided.